Event description:
A report was received that a pt underwent a pocket revision procedure due to pain at the pocket site after the pt lost weight. Weight loss was not device related. During the procedure, the physician buried the ipg deeper. The pt was reportedly doing well following the revision procedure.